Event description:
It was reported that the patient underwent a lumbar fusion procedure. The surgeon performed a posterolateral lumbar fusion and a tra nsforaminal lumbar interbody fusion at l4-5 using rhbmp-2/acs with a vbs fusion cage. Post-operatively, patient developed additional pain, "symptoms and disability". Specifically, patient has experienced back pain that radiates down his legs.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.